Manufacturer narrative:
The finished good lot specific to this event is not known; therefore, lot history and device history record review was not possible. A customer reported there was a broken part in the infusion sleeve and leakage occurred. An infusion sleeve was returned and was visually inspected. Short shot was observed on the body of the infusion sleeve. The root cause of the customer¿s complaint is believed to be an error that occurred during the supplier¿s manufacturing process. The supplier has been made aware of the issue; however, as the occurrence rate for this failure is low and this appears to be an isolated incident, no formal root cause or corrective action has been requested from the supplier. Quality assurance will continue to monitor and will take action for future occurrences as deemed necessary. Consumables manufacturing has also been made aware of the issue through the monthly complaint review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was a broken part in the sleeve and leakage occurred from other the irrigation port during a procedure. The product was replaced and procedure completed with no patient harm reported.